Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that during an operation, the pr indication or value was different between the radical-7 handheld and nk monitor. The radical-7 handheld suddenly increased, but the nk monitor was still stable. No known impact or consequence to patient.